Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that from (B)(6) 2022, a (B)(6) female child patient's infusion set's tubing detached/broken at the site connector. Therefore, her blood glucose level was between 450-585 mg/dl at the time of the event which they tried to treat with correction bolus via pump. The infusion set had been used for 3-4 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.